Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. MFR - no product returned from user facility. MFR results - customer complaint could not be confirmed. MFR conclusions - no conclusion can be drawn.

Event description:
Inr 2.5, with protime system vs 4.7 inr with unspecified lab system. Pt therapeutic inr range 2.5-3.5. No report of adverse event, serious injury, or interventions.